Event description:
(B)(4). Also been having dental problems since I got the essure. Brittle teeth. Not just chipping and breaking but also crumbling.

Event description:
(B)(4). Nausea, vomiting, headaches, abdominal pain, breast tenderness, low b-12, low iron, low calcium, low vitamin d, joint pain and stiffness. Headaches are now daily and neck is in constant pain and so still. X-rays from (B)(6) 2016 say arthritis bad. Dizziness a lot of the time. No libido, intercourse hurts and spotting the next day.